Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there were impedance and connection issues. Additional information was received, it was reported the doctor mentioned there was a lot of scar tissue around the connections during procedure. The issue was not resolved and one lead would possibly be revised. Issue is not resolved; lead replacement will be scheduled, unknown date.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-33 lot#/serial# (B)(6) implanted: (B)(6) 2006 explanted: product type lead product ID 3487a-33 lot#/serial# (B)(6) implanted: (B)(6) 2006 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there were impedance and connection issues. Additional information was received, it was reported the doctor mentioned there was a lot of scar tissue around the connections during procedure. The issue was not resolved and one lead would possibly be revised.